Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported noticing that their implant (ins) battery remained at 100% upon waking up, whereas they typically use 20 to 25% of the ins battery overnight and charge the ins at night. Pt also observed a return of back pain. Agent had pt unlock the controller and confirmed that stimulation was turned on and set to group a. Agent instructed pt to increase stimulation from 5.5 to 7.0; pt reported not feeling the stimulation but did notice reduced pain. Agent advised pt to monitor their condition and consider increasing stimulation to 7.5 if desired. Issue was resolved. Pt mentioned that their ins was recently recalibrated by the manufacturer representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said the implant only loses 10% over the whole day / 24hrs which is not usual. Patient said previously when it was working fine initially it would go down probably 50%. Patient said the only time they get pain relief now is first thing in the morning and it doesn't last so it seems strange that the battery doesn't decrease more than 10% during the day. Patient service asked patient if they have had any falls or trauma and patient said no. Patient stated they do get quite a bit of tingling and it almost hurts around the implant but they think that is because they are skinny and the doctor had to place the ins in that area. Agent asked patient to connect with controller and controller show implanted neurostimulators 90%, controller 100% charged. Patient stated her setting is group a with four programs going from 7.0 to 4.5v. Patient confirmed therapy is on. Agent confirmed therapy is on all the time. Agent reviewed device functi on and recommend patient consult with hcp ofc for next steps. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.